Event description:
International affiliate reported that patient presented with a tissue reaction described as a fistula and granuloma one month following surgery. Patient was returned to surgery for suture removal.